Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively from lap sleeve gastrectomy, everything looked good and there were no complications or unusual factors that could be seen. On sunday night, the patient was brought back in for bleeding, but no source was found. And then on monday morning, the patient was brought in again to identify the source of the bleeding, but the surgeon could not find any active bleeding thus, a new drain was placed and the patient was monitored. The patient had a blood loss over 500cc and transfusion of blood and platelets was given. Originally the doctor did believe it was due to the device, which is why the event was reported. However, at this time they are unsure if it was a device issue or rather another factor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.